Event description:
An 18 g bd insyte IV ongoing concerns. Two (2) needlesticks have occurred, one in (B)(6) 2024 and one in (B)(6) 2025. There have been several near misses. A lot 5010456 was returned in march with these concerns reported to bd. Picture of lot returned included below. (B)(6) another near miss was reported with lot 5017998. Speaking with staff on (B)(6) and 5/16 they have had ongoing difficulty engaging safety mechanism, needle slow to retract, getting stuck halfway in catheter, or not retracting at all. Ref report: mw5170601.